Event description:
While performing initial inspection prior to service, the respironics service technician noted a diagnostic code in log history indicating a vent inop occurred due to an air valve liftoff failure. There was no patient involvement. Vent inop, when in use, will stop providing ventilatory support to the patient. The respironics service technician inspected the power supply and reported finding a loose fuse. The service technician tightened the fuse holder to correct the problem. Extended self testing (est) and performance verfication testing was performed, and all tests passed per operating specifications.